Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Due to a disengaged tibial insert, it was removed and replaced with a new one.

Event description:
Due to a disengaged tibial insert, it was removed and replaced with a new one.

Manufacturer narrative:
An event regarding disassociation involving a triathlon insert was reported. The event was confirmed. Method & results: device evaluation and results: material analysis report indicates: material loss, material deformation and material wear were observed on distal condyle regions and the patella track; consistent with the insert disassociating from the baseplate. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Medical records received and evaluation: no medical records were received for review with a clinical consultant . Device history review: could not be performed as lot code information was unknown complaint history review: could not be performed as lot code information was unknown. Conclusions: the posterior end of the medial condyle had material loss consistent with the insert loaded from the posterior side. The material loss, material deformation and material wear observed on the distal surface of the insert, likely resulted from the insert disassociating from the baseplate. Yellow discoloration was also observed on the insert, consistent with absorption of synovial fluid. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. The event could be confirmed however, the root cause was not determined because insufficient medical information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information are received, this investigation will be reopened and re-evaluated.